Event description:
Pt had myocardial infarction. Underwent coronary artery angioplasty, using duett closing device. 1 hour after end of procedure, pt developed acute thrombosed right leg arterial system. Surgical intervention discovered fibrin in the orifice of superficial femoral artery. Appears duett closing device failed.